Event description:
It was reported that the customer is having problems with the alarm on the insulin pump. The customer also stated that the drive support cap is also protruded. The blood glucose reading was 180 mg/dl. Nothing futher reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a protruded/loose drive support disk. No unexpected finish loading alarms observed during analysis. Cracks to the case, reservoir tube lip, battery tube threads, belt clip slot, a scratched lcd window and missing end cap sticker also noted.